Event description:
Related manufacturer reference number: 2017865-2023-16786. Related manufacturer reference number: 2017865-2023-16651. It was reported that the patient was in a motor vehicle accident experienced blunt force trauma and deceased. It was suspected that there might have been a cardiac event and a device malfunction which might have led to the accident. However, there was no specific malfunction explicitly seen with the device. The pacemaker, right atrial lead, and right ventricle lead were all explanted.

Manufacturer narrative:
The reported events were patient deceased and failure to capture. The reported event of failure to capture could not be confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of this returned portion did not find any anomalies except for the damages found consistent with procedural damage.